Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms or failed battery test was noted. However, the power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board. The insulin pump was monitored and functioned properly. The device was received with minor scratches on case, missing display window corners, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test, replace battery now alarm and damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she used 4 batteries in 3 days. The customer did not receive low battery alert prior to the replace battery now alarm. The customer declined to further troubleshoot. The insulin pump was returned for analysis.